Event description:
On 17th july 2025, it was reported by a distributor via email that for an ar-8919ds, implant system, cmc mini tightrope, 1.1 mm, during the final fixation of druj, it was found that the button was not attached on the cortical bone properly. The surgeon found the suture was broken. This was detected during use in an open reduction internal fixation of distal radius ulnar joint procedure on (B)(6) 2025. The procedure was completed successfully using an additional mini tightrope.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed based on the customer¿s attached image, which showed a broken suture system and damaged buttons.